Event description:
It was reported that a patient incident occurred with electrosurgical units (esus/generators) during a rectopexy surgery (note: the other esu was also a vio 3 model, part number 10160-000, serial number (B)(6) with a date of manufacturing being 11/22/2021.). The esus were used sequentially with the same single-surface neutral electrode (ne) from a third-party manufacturer [note: the ne was placed on the patient's left leg]. No other information was provided regarding any of the other accessories employed during the procedure. At the end of the operation, a 10 cm2 second-degree burn was found under the adhesive surface of the ne. To address the lesion/necrosis, local wound care was provided.

Manufacturer narrative:
The involved erbe esus were thoroughly inspected and tested [note: the non-erbe single-surface neutral electrode (ne) was not evaluated by erbe.]. The generators were found to be functioning as intended. The evaluations included an electrical safety check, a functional check of the equipment's features, and a power output check. The units were/are within specification and all features were/are working properly. In addition, no anomalies were found in the device history records (dhrs) of the involved devices. In conclusion, no erbe equipment was found that would have caused or contributed to the incident. An evaluation of the two (2) esu's chronological log revealed that the drycut mode, effect 6.0 was used for both generators in the surgery. In addition, for esu (serial number (B)(6)), the log revealed an error code for date display and data saving. However, the erroring was not related to the burn/lesion under the neutral electrode. Based upon the information provided and our evaluation, the current/heat was not sufficiently dispersed by the neutral electrode which resulted in the thermally induced burn. Additionally, a key factor involved in this event is that the non-erbe single-surface neutral electrode is not capable of being monitored by esu's neutral electrode safety system. Nevertheless, the vio 3 user manual explicitly warns about the risk of heating under neutral electrodes and provides guidance to mitigate risk of burns. Erbe USA, inc. Is now closing the file on this event.